Manufacturer narrative:
Pt info not provided as no pt was involved in this concern. Medtronic investigation finds that as reported, the guide wire had been broken off inside the tap and was not able to be removed; tap appeared to be in good condition otherwise. The medtronic rep was able to replicate the issue. Device directly caused the event. Returned item is dispositioned as scrap. RMA issued for replacement tap; part shipped (B)(6) 2011.

Event description:
A site rep reported a 6.5 tap had been damaged. The solera 6.5 tap had a k-wire stuck in the lumen. This event did not occur during surgery and no pt was present.